Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument for a single pt sample. An initial accu tni result was 25 ng/ml. The result was not reported out of the lab. The original sample was tested on a different instrument in the customer's lab for accu tni and a result of 0.01 ng/ml was obtained. Based on available info, previous accu tni results obtained for this pt were negative. The result obtained from the different instrument better represented the pt's clinical picture and was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. However, actual qc results were not provided. The specimen was processed through the closed tube accession (cta) system. Per customer, ultrasonic detect fail errors were obtained. Bci requested data; however, it has not been provided. A field service engineer (fse) was dispatched to the customer's lab: a system check was performed which partially failed. Per the fse notes, a mixer motor was repaired due to a bad electrical connection. No add'l info regarding this event is available and a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.